Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had our of range impedances on contacts 8-15. The out of range impedances were found during an impedance check. No intervention was planned as the patient stated they were receiving adequate therapy. No patient symptoms or further complications were reported as a result of this event.